Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. Additionally, the implantable pulse generator (ipg) exhibited capture management issues, resulting in the ra lead thresholds being measured higher than they were per an in house test, and inappropriate mode switching. Troubleshooting was performed, but no programming changes were made. The lead and device remain in use. No patient complications have been reported as a result of this event.